Event description:
It was reported that the patient had a severe back spasm while wearing the spinalpak device. No further information was provided. It was later reported that the patient wore the device for about 8 hours until experiencing a shooting pain in her right side. The patient removed the device when it became extremely painful. The pain level was a 10 out of 10. The patient took ibuprofen and the pain decreased to a moderate level by the next day. The patient stated that she was instructed by her sales representative to treat constantly and was not advised of any possible side effects. The patient did not treat again after the first treatment. The patient had not yet contacted her doctor but advised that she has an upcoming appointment.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient had a severe back spasm while wearing the spinalpak device. No further information was provided.

Manufacturer narrative:
Additional information - a: patient information ¿ age at time of event, b5: additional narrative, g3: date received by manufacturer, h6: patient code corrected information: d1: brand name, d4: model number. Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient had a severe back spasm while wearing the spinalpak device. No further information was provided. It was later reported that the patient wore the device for about 8 hours until experiencing a shooting pain in her right side. The patient removed the device when it became extremely painful. The pain level was a 10 out of 10. The patient took ibuprofen and the pain decreased to a moderate level by the next day. The patient stated that she was instructed by her sales representative to treat constantly and was not advised of any possible side effects. The patient did not treat again after the first treatment. The patient had not yet contacted her doctor but advised that she has an upcoming appointment.